Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no adverse impact to the customer's blood glucose level. The customer reverted to a backup insulin pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.